Event description:
The customer contact reported the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. No specific patient information, pump programming, or event details were provided. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code. During a review of the device history the s321 alarms were found to be "pump cep count low." The probable cause of the s321 malfunction alarm code was a broken encoder on the motor. This report represents all the information known by the reporter upon query by hospira personnel.